Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 460cc saline mentor smooth round high profile breast implants and experienced deflation on the right side post-operational. As a result, the patient underwent device removal on (B)(6)2020.

Manufacturer narrative:
Additional information: on 1/10/2020, mentor became aware that the patient underwent bilateral device removal and replacement with mentor memorygel breast implants (535cc on the right side and 400cc on the left side), catalog numbers 3505535bc on the right side and 3505400bc on the left side, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. On 1/17/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On june 15, 2020, the investigation was updated. Updated device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. Within the crease/fold, a tear measuring approximately 0.2 cm was noted. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of lot 6419631 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/30/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was observed a crease in the anterior view. Within the crease, a tear was noted measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).